Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 588 mg/dl. Cause was not known. At the time of the report with tandem technical support the customer had not addressed bg level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.